Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a coronary artery bypass graft on (B)(6) 2025 and suture was used. During the procedure, when using the suture to anastomose the distal vessel, the suture step met the clinical specifications, the operator operated according to the technique, there was no excessive traction or improper force, and the suture snapped when it did not touch the sharp device. Immediately replaced the same type of suture to complete the remaining suturing, confirmed that the patient's wound healing was normal, and retained the broken suture and packaging for future reference. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/19/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was received: the correct lot number of epm8739 is " 102k3u".

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/18/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified h3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that two open straight folder each with one small suture piece were received for analysis. The product code epm8733 should contain two strands double armed per packet. During visual inspection of the suture pieces, the ends were noted to be cut likely caused by a surgical instrument. No evidence of suture breakage was identified during the evaluation. The other section of the sutures was not returned for evaluation. Per the conditions of the returned sample the functional test could not be performed. As part of the eth quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the conditions of the sample received, no conclusion could be reached as to what caused the reported complaint. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.